Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and the findings did not replicate or confirm the reported broken wire complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No cable damage was observed. Additional unrelate observation(s) not reported by site: the instrument was found to have a broken chassis near the roll gear. The broken piece was not returned, measuring roughly 15.48mm in size. Components adjacent to this broken chassis did not show damage.